Manufacturer narrative:
PMA 510(k): - this product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -3.00 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged due to excessive vault and significant reduction of irido-corneal angles. The problem was resolved.